Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with deep venous thrombosis in the setting of adequate anticoagulation and factor v leiden deficiency was scheduled for placement of an inferior vena cava (ivc) filter. The right femoral vein was accessed and a venacavogram was performed. The filter was then deployed at the l2-l3 level without incident. Approximately two years eight months post filter deployment, CT imaging performed for abdominal and flank pain demonstrated multiple limbs of the filter penetrating the wall of the ivc with several limbs in close proximity to the aorta. There was no surrounding fluid collection or inflammation. The physician indicated that this was probably asymptomatic, but could cause symptoms or further penetration into adjacent organs. Clinical correlation was recommended for consideration of filter removal. Approximately three years one month post filter deployment, CT imaging demonstrated a tilted filter with multiple limbs penetrating the wall of the ivc with one limb abutting the aorta. This appeared chronic in the absence of any stranding or fluid collections. Consultation with vascular surgery or interventional radiology was recommended to assess stability. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two years eight months post filter deployment, CT imaging demonstrated multiple limbs of the filter penetrating the wall of the ivc with several limbs in close proximity to the aorta. Approximately three years one month post filter deployment, CT imaging demonstrated a tilted filter with multiple limbs penetrating the wall of the ivc with one limb abutting the aorta. Therefore, based on the provided medical records the investigation is confirmed for a tilted filter and perforation of the ivc wall. The investigation, however, is inconclusive for the alleged migration based on the medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter malposition, filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported approximately three years post vena cava filter deployment, CT imaging performed for abdominal and flank pain demonstrated a tilted filter with multiple limbs penetrating the caval wall with one limb abutting the aorta. Consultation with vascular surgery or interventional radiology was recommended. At an unknown time post filter deployment, the filter allegedly embedded in the caval wall and migrated to the heart. Reportedly, no filter retrieval procedures had been performed.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation regarding the reported event is currently underway. Medical records review: the patient with deep venous thrombosis in the setting of adequate anticoagulation and factor v leiden deficiency was scheduled for placement of an inferior vena cava (ivc) filter. The right femoral vein was accessed and a venacavogram was performed. The filter was then deployed at the l2-l3 level without incident. Approximately two years eight months post filter deployment, CT imaging performed for abdominal and flank pain demonstrated multiple limbs of the filter penetrating the wall of the ivc with several limbs in close proximity to the aorta. There was no surrounding fluid collection or inflammation. The physician indicated that this was probably asymptomatic, but could cause symptoms or further penetration into adjacent organs. Clinical correlation was recommended for consideration of filter removal. Approximately three years one month post filter deployment, CT imaging demonstrated a tilted filter with multiple limbs penetrating the wall of the ivc with one limb abutting the aorta. This appeared chronic in the absence of any stranding or fluid collections. Consultation with vascular surgery or interventional radiology was recommended to assess stability. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately three years post vena cava filter deployment, CT imaging performed for abdominal and flank pain demonstrated a tilted filter with multiple limbs penetrating the caval wall with one limb abutting the aorta. Consultation with vascular surgery or interventional radiology was recommended. At an unknown time post filter deployment, the filter allegedly embedded in the caval wall and migrated to the heart. Reportedly, no filter retrieval procedures had been performed.